Event description:
The pt had a magnetic resonance imaging on (B) (6) 2009. Interrogation of the pump logs on (B) (6) 2009 revealed a motor stall message with no stall recovery noted. A 'stopped pump period may exceed tube set' message was also noted. The hcp was able to hear the ticking of the pump with a stethoscope, so he thought it was still working. The pump was refilled and updated. Afterward, a motor stall recovery message was seen in the pump logs. There was no volume discrepancy at the refill. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, important info on potential MRI effects physician communication (aug 2008).